Event description:
The balloon ruptured with a clean break in the center. The catheter also broke near the distal radiopaque marker. The customer was using a large syringe instead of an inflation device. The balloon could not be retrieved from the pt. An ultrasound was performed to locate the broken section of the device inside the pt's body. An intervention was performed during this procedure to stent the broken section of the device to the vessel wall. Update 09/02/2014 - it has been confirmed that the complaint device ruptured circumferentially. It is quite possible that the rupture caused a series of events that led to the catheter separation. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.